Manufacturer narrative:
Additional contact information: name - (B)(6). A getinge field service engineer (fse) checked the machine & found screen not coming properly. Then checked & found machine is switching on directly not switching on or off through on/off switch & also display switching on but nothing is coming on display. Further checked & found power supply & motor control pcb is suspected to be defective. So need power supply & motor control pcb for testing. Replaced the motor control board then check the machine and found machine is switching on and system ok displayed. Further perform the all pneumatic tests, all tests are passed machine is working properly handover the machine to user for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) screen is not coming on properly. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.